Manufacturer narrative:
(B)(4). A patient death was reported. The customer complaint form indicates that the device did not cause or contribute to the patient's death. Patient with multi-organ failure.

Event description:
It was reported that: a resistance was felt when the swg (spring wire guide) was inserted through the needle. After removing the swg with the needle - the swg had a distinct deformation. The needle was removed together with the spring wire guide. A new set was used.

Event description:
It was reported that: a resistance was felt when the swg (spring wire guide) was inserted through the needle. After removing the swg with the needle - the swg had a distinct deformation. The needle was removed together with the spring wire guide. A new set was used.

Manufacturer narrative:
(B)(4). The customer returned one spring-wire guide assembly for evaluation. Evidence of use in the form of dried blood was identified. The guidewire body was kinked adjacent to the j bend. No other defects or anomalies were identified. Visual inspection could not be performed on the introducer needle as it was not returned for evaluation. The length and outer diameter of the spring-wire guide were measured and were found to be within specification. A manual tug test confirmed both welds were intact. A device history record review was performed on the guide wire and introducer needle and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The customer reported issue of the spring-wire guide kinking during use with the introducer needle was confirmed during the complaint investigation. One used spring-wire guide assembly was returned for evaluation. The introducer needle was not returned for evaluation. The guidewire was identified to be kinked adjacent to the j bend. Dimensional inspection was performed and no issues were identified. Functional evaluation could not be performed as the introducer needle was not returned. A device history record review was performed and no relevant findings were identified. Based on the information and sample provided, the probable cause of this issue could not be determined. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: a resistance was felt when the swg (spring wire guide) was inserted through the needle. After removing the swg with the needle - the swg had a distinct deformation. The needle was removed together with the spring wire guide. A new set was used.

Manufacturer narrative:
(B)(4). The customer did not return a complaint sample; however, they supplied three photos showing a kinked guide wire. The guide wire in the photos is retracted within the advancer tube and a portion is protruding out of the straightener tube. The protruding guide wire is kinked and evidence of use is visible in the photos. A probable cause of the guide wire kinking cannot be determined from the photos and without the sample to evaluate. A device history record review was performed on the guide wire and introducer needle and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked during use was confirmed through examination of the customer supplied photos. The image showed a kinked guide wire; however, the actual complaint sample was not returned for evaluation. A device history record review was performed and no relevant manufacturing issues were identified. The probable cause of the guide wire damage could not be determined based upon the information provided and without the actual complaint sample. Teleflex will continue to monitor and trend for reports of this nature.